Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges asthma and kidney issues, and "is not sure if it is from her machine." Medical intervention was not specified. On the previously submitted report, section b was selected as an adverse event. It is corrected on this report and was determined that it is a product problem instead of an adverse event.

Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges asthma and kidney issues, and "is not sure if it is from her machine." Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges asthma and kidney issues, and "is not sure if it is from her machine." Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box b: problem adverse event/product problem was updated from product problem to both, and outcomes attributed to ae it updated from blank to other, in box h: type of reported complaint was updated from product problem to serious injury.